Manufacturer narrative:
Patient demographics (weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event is leveraging against hard bone or other instruments. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair the suturesnare metal wire broke off in the supraspinatus while the surgeon was passing the suture from the anchor through the rotator cuff. Surgeon looked for the piece but did not locate. The metal wire was not retrieved from the body of the patient. No x-rays were taken. Complaint device is being returned for evaluation.

Manufacturer narrative:
Patient demographics (weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission to reflect the device evaluation findings. Device history record review revealed nothing relevant to this event. Complaint confirmed. The device met all material specifications as received. The evaluation of the returned device revealed a broken tip. The most likely cause of this type of event is the use of excessive force and/or prying/levering with the tip fully exposed on the device during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair the suturesnare metal wire broke off in the supraspinatus while the surgeon was passing the suture from the anchor through the rotator cuff. Surgeon looked for the piece but did not locate. The metal wire was not retrieved from the body of the patient. No x-rays were taken. Complaint device is being returned for evaluation.